Event description:
The user reported irritation and pain with the device on the (B)(6) 2021. He was treated with antibiotics but the device has reportedly extruded through the skin. The wound is located over the coil/ stimulator. The device was explanted. This report refers to 9710014-2021-00943. For further information please refer to this report.

Event description:
The user reported irritation and pain with the device on the (B)(6) 2021. He was treated with antibiotics but the device has reportedly extruded through the skin. The wound is located over the coil/ stimulator. The device was explanted. This report refers to 9710014-2021-00943. For further information please refer to this report.